Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The mako robotic arm failed during surgery, joint error happened half way when burring the femoral side. After surgery we found the p/n 203486 j6 glass is loose and the system j6 cannot homing. Repair: the j6 arm subassembly (207557) replaced and all testing was completed, surgical delay: 30 mins. Desc: j6 arm for hip with qd, p/n: 207557, new: (B)(4), old: (B)(4).

Manufacturer narrative:
Reported event: "the mako robotic arm failed during surgery, joint error happened half way when burring the femoral side. After surgery we found the p/n 203486 j6 glass is loose and the system j6 cannot homing." Device evaluation and results: per (B)(4) - j6 arm subassembly replacement for j6 homing issue performed per service manual. Product history review: a review of device history records shows that on 01/31/12 1 device was inspected and 1 device was placed on: npr 12-02-0004, npr 12-02-0016, npr 12-02-0017, npr 12-02-0043/0049/0050, npr 12-02-0061. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 203486 shows 1 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The mako robotic arm failed during surgery, joint error happened half way when burring the femoral side. After surgery we found the p/n 203486 j6 glass is loose and the system j6 cannot homing. Repair: the j6 arm subassembly(207557) replaced and all testing was completed , surgical delay >30 mins. Desc : j6 arm for hip with qd. P/n: 207557. New :20755736. Old :183271-2.